Manufacturer narrative:
Article citation: "the classification and prognosis of periocular complications related to blindness following cosmetic filler injection", pak, chang-sik; baek, rong-min; heo, chan-yeong; kim, baek-kyu; jeong, jae hoon; yim, sangjun; myung, yujin; plastic and reconstructive surgery 140.1 (july 2017): 61-64. Multiple requests for further information have been made. Allergan has received no response from the authors. The events of blindness or vision loss and central retinal artery occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events: method of use: failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise. After needle insertion and before injection, it is recommended to withdraw slightly the plunger to aspirate and verify the needle is not intravascular. Do not overcorrect as injection of an excessive volume can be at the origin of some side effects such as tissue necrosis and oedema. [Precaution for use]: contra-indications: do not inject this product in the periorbital area (eyelid, under-eye area, crow¿s feet), in the glabellar region or in the lips. Do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Precautions for use: there is no available clinical data regarding the efficiency and tolerance of injection into the non-midline areas of the nose, nasal tip and the post-surgical/traumatic nose. When the doctors inject the product in nose, they should be aware of the increased risk of vascular compromise/injury in the nasal tip due to the limited space available to accommodate injected product and in the post- surgical/traumatic nose due to scar and/or anatomic disruption. Undesirable effects: rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
In the article "the classification and prognosis of periocular complications related to blindness following cosmetic filler injection", plastic and reconstructive surgery 140.1 (july 2017): 61-64, one patient was injected with unspecified juvéderm® by a healthcare professional via needle puncture. The article discussed 9 different patients that were split into 4 groups (type I, ii, iii, IV blindness) and it is not know which group the patient that had been injected with unspecified juvéderm® falls under. However, one of the criterion for the article was the patient had developed "blindness and periocular symptoms occurring right after filler injection." The symptoms had to also be limited to 1 eye in order for "comparison with the unaffected contralateral side." In each of the 4 groups, the patient had developed central retinal artery occlusion which led to blindness or vision loss. The patients could also have had periocular symptoms which were classified as ptosis and ophthalmoplegia. The groups were separated by whether or not the patient had neither (type I), one without the other (type ii with ptosis, iii with ophthalmoplegia) or both (type IV). It notes that there has been "no total recovery of vision after initial injury" but almost all patients had a "total recovery of ptosis and ophthalmoplegia except for 1 patient."